Event description:
The user facility reported a 59-year-old male was implanted with an impella cp device for mechanical circulatory support. However, the pump experienced persistent suction issues during patient support. Support was reduced and the pump was subsequently explanted as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The cause of the low pump flow cannot be determined since no complaint device for investigation and no data logs for review returned.